Event description:
Device #2 of 2. Reference MFR. Report: 1627487-2014-26019. The pt has two leads implanted with the same lot numbers. It was reported the pt was seen by a sjm representative for reprogramming. Reprogramming was unable to resolve the issue. The pt experienced abdomen stimulation when coverage was attempted above the thighs. The physician has ordered x-rays.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.